Event description:
Patient was in the operating room for outpatient procedure. An oral rae endotracheal tube (ett) was placed and secured with cardinal health 1 inch cloth tape. As ent was starting their procedure (placing pledgets with vasoconstrictors in the nasal passage, or starting nasal endoscopy), the tape failed and the ett came out of the trachea and the patient extubated and required re-intubation. A different tape (durapore) was used to tape/replace the ett.

Event description:
Patient was in the operating room for outpatient procedure. An oral rae endotracheal tube (ett) was placed and secured with cardinal health 1 inch cloth tape. As ent was starting their procedure (placing pledgets with vasoconstrictors in the nasal passage, or starting nasal endoscopy), the tape failed and the ett came out of the trachea and the patient extubated and required re-intubation. A different tape (durapore) was used to tape/replace the ett.